Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. This lead was evaluated in clinic with provocative maneuvers, however noise was unable to be reproduced. Device data was sent to technical services (ts) for review. Ts provided troubleshooting steps and recommended further evaluation of the lead to confirm lead integrity. This lead remains in service. No adverse patient effects were reported.